Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Two days after implant, the lead was dislocated. On (B)(6) 2018 the lead was repositioned on the middle septum.